Event description:
Silicone breast implants that leaked silicone in my body triggering autoimmune diseases and thyroid disease along with many symptoms. Symptoms such as all day everyday heart palpitations, brain fog, memory issues, extensive fatigue, dizziness, passing out, pain down arm from ruptured and grade 4 contracture from implants, loss of quality of life, sleeping issues, scaly skin, hair loss/ brittleness these symptoms have progressed over many years misdiagnosed as my quality of life has decreased. Since I have explanted and no longer have 80 percent of my issues and looking forward to recovering fully. Please discontinue implanting women with these faulty poisonous products that cause a spiral of severe health issues that have no cure. FDA safety report ID # (B)(4).